Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the front panel cannot be operated and all leds on the front panel are permanently lit due to front panel unit failure and corrosion. It was assumed that wear and tear likely contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿keep fluids away from all electrical equipment. If fluids are spilled on or into the unit, stop operation of the video system center immediately and contact olympus. Store the equipment in the level position in a clean, dry, and stable location.¿ olympus will continue to monitor field performance for this device.

Event description:
Olympus (oerd) was informed that a customer evis exera iii video processor was returned for repair due to a reported "front panel cannot be operated" during an unspecified event. No patient injury or harm was reported to olympus.

Manufacturer narrative:
The referenced processor was returned to the regional repair center for evaluation and the customer's reported issue was confirmed as the front panel could not be operated due to system failure. The front panel unit is defective. Fluid leaked into the front; the contacts and circuit board are corroded. The base plate, casing lid, universal serial bus (usb) port and front are also oxidized. Additionally, the connection socket is worn out. Various seals need to be replaced and a software update to the latest version is recommended. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up report will be supplemented accordingly.